Event description:
The patient had an infection. The patient stated that "this pump has become nothing more than causing me more pain in my life and I want it taken out." The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).